Event description:
No additional information was received by the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The blue cable cannot be fastened tightly (cable broken) would not cause or contribute to a death or a serious injury if it were to recur. The additional failure found during device evaluation, 'the blue cable cannot be fastened tightly (cable broken)' is not a reportable event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator had error e433. This malfunction occurred during maintenance in a non-clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the power board and the blue cable cannot be fastened tightly (cable broken). Based on the results of the investigation, the error e433 is caused by a component failure of the power board. It is likely that some kind of excessive force led to the cable failure. However, the root causes of the failures could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.